Event description:
It was reported that upon review of stored egms loss of capture was noted. Further evaluation will be completed during next follow-up. The patient was asymptomatic and in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).